Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An emergency room (ER) registered nurse (rn) from an unknown hospital called for a peritoneal dialysis (pd) patient and stated the pd patient received a "make sure the heater bag is on the heater tray" and "line is not clamped" cycler alarms during fill 3/5 with 455ml/2200ml filled. The pd patient's load cell was reading within calibration at 775. The rn stated the patient set up the cycler using 2 bags and the bag on the heater tray was connected to the green clamp line and the bag hanging on the side was connected to the red clamp line. The solution bag on top of the heater tray was completely empty. The rn was assisted with canceling the patient's treatment. Additional follow-up was made with the pd patient's user facility pd rn, who confirmed the patient was hospitalized but was unable to provide any additional details. Additional follow-up was then made on (B)(6) 2018 with the pd patient, who stated she was admitted to the hospital on (B)(6) 2018 due to fluid overload and stated the hospital rn was assisting her with her pd treatment. The patient stated she did not have any previous issues with her machine prior to hospitalization. The patient stated her son had brought her cycler and supplies to the hospital and stated she was able to re-setup supplies and complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized. The patient stated she was discharged the following day and indicated her signs and symptoms of fluid overload resolved, and she was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: there is a probable temporal relationship between the patient event of fluid volume overload (fvo) and peritoneal dialysis (pd) therapy on the liberty cycler, however, it is unknown when the patient experienced the fvo or if they were in active treatment at the time. It is unknown if the patient has any comorbidities or medications that could cause or contribute to the fvo. There is no documentation of a causal relationship between the event and the liberty cycler. Additionally, there is no reported malfunction against the liberty cycler for this event. The patient stated she did not encounter any issues prior to hospitalization.